Event description:
Upon further review of the file, it was determined that the information provided for this event tip of the balanced tip was distorted from the time of opening does not represent a reportable device malfunction and it is not likely that a recurrence would result in serious injury. The initial report was submitted in error. A physician reported tip of the balanced tip was distorted from the time of opening before cataract surgery. The surgery was completed after replacing the product with another one. There was no report of patient harm.

Manufacturer narrative:
Corrected information provided in b.5., h.2 and h.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported tip of the balanced tip was distorted from the time of opening before cataract surgery. The surgery was completed after replacing the product with another one. There was no report of patient harm.